Event description:
Pt underwent right humeral fixation with an lcp reconstruction plate and screws. Postop, pt slipped and fell and felt something move in her arm. Pt complained of pain and an x-ray showed a broken plate and broken screw. The plate and screws were removed and pt was revised to another plate and screws. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device has been received and is currently in the eval process.